Manufacturer narrative:
Product analysis the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Concomitant medical products: 5592, lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited fracture, oversensing, pacing inhibition, and caused inappropriate therapy. The lead was initially reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.